Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts were not saving on receiver. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.